Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure, the instrument jaws did not open. It was not used on the patient. Case completed with the same device, new reload.

Manufacturer narrative:
Information anticipated, but unavailable at this time.